Event description:
It was reported that a patient from a farawave case back on (B)(6) 2024, experienced groin access site complications after using the faradrive sheath. The complication caused the patient to expire the day or two after the procedure. The reporter did not have a confirmed date of death or any other details. The physician's opinion on the cause of the adverse event is groin complication from faradrive sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).